Event description:
It was reported that a break occurred. A 3.00mm x 1.5cm x 140cm small peripheral cutting balloon was selected for use. The device snapped while in use. There were no patient complications reported.

Event description:
It was reported that a break occurred. A 3.00mm x 1.5cm x 140cm small peripheral cutting balloon was selected for use. The device snapped while in use. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections due to a complete break of the shaft. A visual and tactile examination identified a complete break of the shaft of the device. The break was located at the guidewire port and is consistent with excessive tensile force being applied to the device. The distal section of the device was received frozen on to the customers guidewire. The shaft of the device was found to have accordion damage at more than one location which contributed to the guidewire lockup. The hypotube was also noted to be kinked at more than one location. The accordion damage and kinks are consistent with resistance being encountered and excessive force being applied to the delivery system. A visual examination identified that the balloon was inflated. It is not known when the device was subjected to positive pressure. An examination of the balloon identified no issues which could potentially have contributed to this complaint. A visual examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material.